Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Event description:
It was reported that during an arthroscopy, the ambient super turbovac wand was connected to the console but there was no communication between the console and the wand. The procedure was completed using a s+n backup device. There was a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H6 codes updated. Results of investigation: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been used. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation revealed an e7 error was generated when the wand was connected after the controller was powered on. When used with a bypass box, coagulation and plasma were generated as intended. The resistance measured at 1.39 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. Based on this investigation, the need for corrective action is not indicated.